Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02268. The patient received three leads (from two separate lots) as part of her scs system. It was reported the patient experienced a change in stimulation coverage from her legs to chest. X-rays revealed the patient's lead migrated. The physician revised the lead's location on (B)(6) 2012. It was reported the issue resolved as a result of the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.